Manufacturer narrative:
Failure analysis: received vela main pcba, (B)(4), installed in known good unit (B)(4). Powered in service mode and view event error log, found multiple xdcr (2, 0, 34) events recorded in log. Perform xdcr calibration per service manual (B)(4) failed @ ad 34 should be min 37 max 690 prev 340. Powered in operating mode with received settings and unit immediately failed xdcr fault. Findings/root-cause: reported problem was duplicated and isolated to bad transducer (B)(4). This issue is being addressed in an internal correction.

Manufacturer narrative:
Neither the user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Codes were derived based on the info provided by the user facility in a phone conversation with a carefusion tech support specialist. (B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(4) will ship a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty main pcba for eval. As of march 19 2015 the alleged faulty main pcba has not been received. Should the alleged faulty main pcba be received and evaluated a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in (B)(6) on behalf of the user facility in (B)(6). "After turning on the unit, it gives "xdcr fault." As a remedy we try to recalibrate the unit but it failed at exhalation flow transducer calibration. We selected "xflow xdcr" on screen and select "pressure applied" to set the zero pressure reference. After pressing 0 pressure applied, we have got failed states. Please see the pictures attached. With known main board it passes all calibrations and no "xdcr fault" alarm. The main board is defective."